Event description:
Reportedly, the programmer froze and an error message was displayed. The issue remained despite several reboots and battery removals.

Event description:
Reportedly, the programmer froze and an error message was displayed. The issue remained despite several reboots and battery removals.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed, as an error message was displayed when the programmer was turned on. - in-depth analysis of available data revealed that the observed issue resulted from an incomplete installation of smartview on 3 february 2024. Indeed the tablet was turned off by the user before completion of the installation. - the observed error message is therefore related to normal specifications. No malfunction is suspected on the tablet. - the tablet will follow the repair workflow and will be returned to the field.